Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "after being repaired by a 3rd party repairer, two 27050d working elements sparked whenever the diathermy pedal was used. In addition, two hf cords 277 were involved. The user believes the issue may be related to the diathermy cord included in the tray rather than the resectoscope sheaths. Procedure was completed successfully without any delay". No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00569.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).